Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. Customer stated the insulin pump unresponsive. Customer cannot recall their blood glucose reading. Insulin pump will be not returning for analysis.